Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance that have both steadily increased over time. It was noted the impedance and thresholds also increased. A lead fracture was determined. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.